Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (lesion morphology - 80% stenosis). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - 80% stenosis). Unable to confirm complaint (device or procedural images not provided for review).

Event description:
The physician was using an endeavor resolute drug-eluting stent for treatment of the rca. The device was removed from the packaging, inspected and prepped prior to use with no issues noted. The lesion was 80% stenosed. The lesion was pre-dilated three times to 12 atms with a 2.00 x 18 unknown brand balloon. It was reported that due to the high rate of stenosis in the vessel the device was unable to cross the lesion and stent struts became deformed. The device was removed and a second endeavor resolute stent was used. This device was also unable to cross the lesion due to high rate of stenosis and the stent struts of this stent also became deformed. The physician indicated that the difficult lesion morphology/anatomy impacted on the reported event. No reported patient complications or other clinical sequelae. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: deformation problem (stent).

Event description:
Device evaluation: the distal catheter tip was flared. A number of struts on the 8th and 9th proximal stent segments were raised and deformed. The remaining segments were intact.